Event description:
A cartridge alarm was reported by the caller, with the issue resulting in a "high" blood glucose level reading, though no specific value was known. The customer managed the high blood glucose by administering a correction injection using multiple daily injections (mdi), and no third-party assistance was required. Technical support resolved the issue by arranging for a pump replacement, advising the customer to switch to mdi as a backup therapy to ensure continued insulin delivery, and providing instructions for returning the faulty pump.